Event description:
It was reported that a user contacted support frustrated that the ilet was not learning her glucose patterns and described rollercoaster blood glucose with episodes of high and low readings, while using the ilet and oral glucose for treatment. Symptoms included low blood glucose and high blood glucose. Outcomes included the need for additional user training. Investigation included review of the reported hyperglycemia and hypoglycemia events. Investigation of this case revealed no confirmed device malfunction, and the cause of the fluctuating glucose levels remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.